Manufacturer narrative:
(B)(4). The actual sample was visually inspected upon receipt, and the reported damage was confirmed. The light blue caps on two (2) of the suction ports on the reservoir lid were damaged. The suction port appeared to go through one of the caps, cutting a circle through the center of the cap. A similar anomaly was found on the suction port next to this one, but the port had not completely cut through the cap. When the caps were removed, it was found that the ports were also damaged. Only two (2) of the six (6) ports were damaged, and no other damage was found. Additionally, the breather bag that the product had been sealed and shipped in was damaged. There were two (2) circular holes found in the sterile bag and the distance between the two (2) holes and size/shapes of the holes matched with the ports when lined up. A definitive root cause could not be determined but has been attributed to compressive force placed on the suction ports post manufacturing since all units are 100% visually inspected in-process and during packaging. A review of the device history record revealed no anomalies during the manufacturing process. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo cardiovascular systems corporation has received the actual device for evaluation; however, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete and/or more information becomes available. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during setup, it was found that the blue caps on the cardiotomy were pushed in, the connector had cut through to the other side, and a hole was found in the sterile bag. No patient involvement as this occurred during setup. Device was changed out. Procedure was completed successfully without delay.